Event description:
I had double jaw joint replacement surgery in 2010 and 2 years later the surgeon finally discovered my left jaw joint was displaced and was like that when I left the hosp from the surgery. The dr fixed it for free but it still left me with serious and agonizing nerve damage and nerve pain. Since 2010, I have been on opioid pain medication and it has helped me find relief whereas all other treatments and procedures did not give me the kind of relief the pain med gave me. I have had 3 nerve blocks (2 on displaced joint side and 1 on right). They went in and burned the nerve to kill it on the left side. Then in 2016, I had an mvd which places a separator pad in between the nerve and arteries hoping that would relieve the pressure in the nerve. None of these worked as well as the opioid med did. The med allowed me to get out of bed, join my family and be active with them, and it has allowed me to keep working. Then in 2017, my general physician said he could no longer treat my chronic pain with med and referred me to a pain clinic which in turn, started to rapidly taper my opioid med due to the new cdc guidelines and in response to the dea heavily watching their clinic to insure they were not over prescribing. When they started tapering me down, I started to stay home a lot more and missed several days of work. I started to just stay in bed and could not come out of my bedroom because the pain was out of control. The clinic, in order to help me taper down even further gave me ketamine injections which basically would help reset my opioid tolerance. That was successful but afterwards, they still continued to taper me down to get to the cdc guidelines 90mme limit. They also had to give me 2 more nerve blocks this time through my nose which was really painful. They did all this to get my pain under control and again to comply to the guidelines. They managed to get my pain under control but since then, the pain has started to gain momentum again and with what little med I am on, the med cannot manage the pain and I'm in so much pain that I can't get out of bed. I've missed more work and miss a lot of time with my family. I also developed shingles on both sides of my face due to the fact that the treatment was so severe. Bottom line, the opioid pain med was working and my drs can do things now to control the tolerance issue that opioid med has. The blocks, the mvd, etc everything else which also dried up my finances did nothing compared to the relief that opioid med has had on my life. In addition to the uncomfortable pain, I now have to deal with serious withdrawals which are worse than the actual pain some days. To help with the withdrawals, drs in the clinic gave me suboxone and methadone (separately). These two meds (which are opioids too) helped with the withdrawals but did nothing for the pain. I hope that the dea will stop hovering over drs prescribing methods and that everything can return to how things were before they started to taper me down. Thank you. FDA safety report ID# (B)(4).